Manufacturer narrative:
The tunneling tool was discarded. The physician noted that the sharp tunnelling tool, offered with the evoke scs system, contributed to this event. A blunt tunnelling tool is not currently available with the evoke scs system. It is not possible to confirm if a blunt tunneling tool would have caused less surgical bleeding. Saluda evoke scs system user manual states, "all medical procedures involve some risk of injury, despite all reasonable precautions, you might develop medical complications from having a scs system.¿ the manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.

Event description:
During a permanent implant procedure of the evoke spinal cord stimulation (scs) system, bleeding and a prolonged surgery were reported. The surgeon attributed this to the sharp tunneling tool and requested consideration for expanded surgical tool offering. Floseal and arista powder were used to stem the bleeding. The procedure was completed successfully. The patient is reported to be recovering, without further complications, following the procedure.